Event description:
It was reported that an right ventricular (rv) lead alert triggered with the lead exhibiting high and rising impedance. The rv lead remains in use, however replacement was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analyst commented, rv impedance was 3306 ohms on (B)(6) 2014 and has been rising since (B)(6) 2014.